Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching as low as 47 mg/dl. The customer stated that the settings are too aggressive. Reportedly, the customer is working with their healthcare provider to adjust pump settings. Customer also drank juice to address low bg level.